Manufacturer narrative:
Follow-up #1 and final report submitted to update sections d.3, g.1, g.4, g.7, h.2, h.3, h.6, h.10 and h.11 based on the results of investigation. Reported issue it was reported that the bottom attachment of the boot was damaged. Product history review review of the device history records indicate 25 devices were manufactured and accepted into final stock on 03/08/2017. No non-conformances were identified during inspection. Complaint history review a review of complaints related to p/n 210080, lot 201743011701 shows 1 additional complaint(s) related to the failure in this investigation. Complaint pr: (B)(4).. Inspection showed the attachment on the bottom of the boot came detached. Conclusion the failure mode has been confirmed. See attached picture. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there has been no nc or CAPA associated with the product and failure mode reported in this event. "

Event description:
The bottom cone fell off of the mako leg positioner boot. The rivet attaching the piece came off. Case type: tka surgical delay: > 60 minutes 1. Was the patient under anesthesia during the >60 minute delay? 2. Were there any post-op x-rays done to see if the missing rivet was not left in the wound? As per the mps: "the patient was under anesthesia during the delay, the surgeon had to wrap the boot and put another one on. The delay was due to the rewrapping as well as bringing the c-arm in to get c-rays is the wound to locate if the rivet was found. It was not".

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The bottom cone fell off of the mako leg positioner boot. The rivet attaching the piece came off. Case type: tka surgical delay: > 60 minutes. Was the patient under anesthesia during the >60 minute delay? Were there any post-op x-rays done to see if the missing rivet was not left in the wound? As per the mps: "the patient was under anesthesia during the delay, the surgeon had to wrap the boot and put another one on. The delay was due to the rewrapping as well as bringing the c-arm in to get c-rays is the wound to locate if the rivet was found. It was not".

Manufacturer narrative:
Updating the reportability awareness to reflect the investigation closure.

Event description:
The bottom cone fell off of the mako leg positioner boot. The rivet attaching the piece came off. Case type: tka. Surgical delay: > 60 minutes. Was the patient under anesthesia during the >60 minute delay? Were there any post-op x-rays done to see if the missing rivet was not left in the wound? As per the mps: "the patient was under anesthesia during the delay, the surgeon had to wrap the boot and put another one on. The delay was due to the rewrapping as well as bringing the c-arm in to get c-rays is the wound to locate if the rivet was found. It was not".